Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker found the device's therapy pcb assembly was faulty. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the therapy pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired.